Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir looked broken and insulin was leaking into the reservoir compartment. There was also an infusion set leak. The o-ring inside the lip of the reservoir compartment was missing. The self-test was completed. The reservoir also had an air bubble. The customer experienced high blood glucose levels. Customer's blood glucose level was 315 mg/dl. The device was not returned.